Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found one similar report with the involved product code/lot# combination. The user facility reported similar events from the same product code/lot number combination. See mdrs 3013394970-2017-00252 and 3013394970-2017-00254. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported deployment difficulties with the angio-seal device. The following information was provided by the user facility: they had trouble with angio-seal devices; they have had three occurrences; when they put the introducer and wire in place, they are snapping the components together; when removing to complete the process the whole device is coming out; all the components are pulling out with the devices; the patient required manual compression; and the patient is recovering and had a nasty looking hematoma.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.